Event description:
It was reported that this penile prosthesis was implanted in this patient. Sixty days after the procedure, the patient had difficulties to inflate the device, as the pump stayed flat. A surgical procedure has been requested to revise the device. There were no patient complications reported.